Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: battery consumption, and dust adhesion inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the after the sandstorm occurred when the power was turned on, it became pitch black (no image) on the evis lucera elite video system center during inspection for use. When the scope was reinserted for the second time, the camera image appears in the center of the monitor, but the patient information that always appears on the left is missing. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.